Event description:
It was reported that cardiac perforation and pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected for use. A trace pericardial effusion was noted prior to the procedure. Intracardiac echo (ice) imaging was used and was reported to be poor quality. The patient had exaggerated posterior wing anatomy that was not identified by ice. The physician formed the first flex ball, but it looked pinched. The wds was re-sheathed and recaptured. A fully expanded flx ball was formed and fully deployed into the laa. They physician checked the position, anchor, size and seal (pass) criteria and injected contrast. The patient blood pressure dropped, and a pericardial effusion was detected. A pericardiocentesis was performed and cardiac surgery was called. The bright red blood that was removed was auto-transfused back to the patient. The wds procedure was cancelled. The patient underwent a sternotomy, and an atrial clip was placed. There were no further complications reported.